Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. "Signs of microcystic mastopathy." Device has been explanted and replaced. This relates to the right side.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and a cyst of 4mm at the bottom of the left breast diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Cyst : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. "Signs of microcystic mastopathy." Device has been explanted and replaced. This relates to the right side.